Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a lesion with heavy calcification in the right common femoral artery. The armada 35 balloon catheter was advanced to the target lesion for post dilatation; however, a longitudinal balloon rupture occurred when pressurized between 4 to 6 atmospheres. The complete device was removed from the patient's anatomy without any issues. A new balloon was to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.